Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated that they had already been in contact with them previously. According to them, during the call they had with one of their agents, they said that their case was under investigation and that the product was still under warranty. They mentioned that was bought on dec2025. Purewick male external catheter was not functioning like they said and not taking care of the urine at night.